Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set was cracked below the drip chamber, leading to leakage. The following information was provided by the initial reporter: the line was cracked below the drip chamber and tpn was leaking.

Manufacturer narrative:
Possible lot number: d4: medical device lot #: 21095094, d4: medical device expiration date: 02-sep-2024, h4: device manufacture date: 02-sep-2021. D4: medical device lot #: 21095095, d4: medical device expiration date: 04-sep-2024, h4: device manufacture date: 04-sep-2021. D4: medical device lot #: 21095217, d4: medical device expiration date: 07-sep-2024, h4: device manufacture date: 07-sep-2021. D4: medical device lot #: 21105039, d4: medical device expiration date: 20-oct-2024, h4: device manufacture date: 20-oct-2021. The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-apr-2022. H6: investigation summary: one sample was returned for quality investigation. The customer complaint of crack with leak was verified by investigation. Evaluation of the sample submitted showed that the tubing below the drip chamber separated. Examination of the tubing shows that the tubing has a slight pressed down shape and creases close to the separation location. No further issues were identified on the infusion set. A device history record review for model 10015012 lot number 21095094 was performed. The search showed that a total of (B)(4) ts in 1 lot number was built on 02sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095095 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause analysis was conducted at the manufacturing location. The investigation determined that excess solvent at the drip chamber outlet and tubing joint along with improper coiling of the product resulted in the cracking and separation of the tubing from the drip chamber. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set was cracked below the drip chamber, leading to leakage. The following information was provided by the initial reporter: the line was cracked below the drip chamber and tpn was leaking.